Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved.

Event description:
Devices switching on automatically. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 24th april 2014. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 2 manual power ups on the 4th july 2018. These power ups may indicate the user was power cycling the device, or the beginnings of a failure. However, the device performed to specification throughout testing at heartsine, including temperature cycling between 0-50°c for 48 hours and humidity chamber at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This equates to approximately 9.5 years of normal use without fault. Throughout the history log the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -2.6°c recorded. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.